Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her son's blood glucose, carbohydrate intake and insulin history. The pod was then removed and noticed the pink slide on the pod was not in the window. He has been abnormally active, there was nothing unusual during the filling and she doesn't remember if there was any insulin noted on his skin.